Event description:
The customer reported receiving intermittent button response from the insulin pump, with no significant events leading up to the issue. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.